Manufacturer narrative:
No known impact or consequence to patient. (B)(4). UDI # unknown. The actual complaint product was returned and evaluated. A used sample was received and returned with the original packaging. The sample has significant biologic matter inside the tubing and cuff. The cuff is torn in multiple directions. Both the proximal and distal collars remain attached to the tubing. The device history record for the lot number, aa5054v01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. Refer to 9611594-2016-00410 for the first device. It was reported by medwatch #uf (B)(4) on 08-feb-2016 that states "a patient was sedated and paralyzed from intubation. The physician inserted an endotracheal tube but the pilot balloon would not inflate. The endotrachael tube was exchanged over a tube exchanger; however, the tube went into the patient's stomach. The endotrachael tube was then removed and the patient was bagged. A glidescope was utilized for the next attempt for intubation but the cuff tore and the device would not stay inflated. An anesthesiologist was called in on this case and the endotracheal tube was successfully placed on the third attempt. The customer states, having multiple problems with the cuffs on these endotracheal tubes." Additional information was received on 10-feb-2016 from the customer confirming the reported events with the failure of the pilot balloon's inflation on the first attempt to intubate the patient with the first device. On the second device, there was a cuff tear using a different endotracheal tube. There were two separate endotracheal tubes used during the initial intubation attempts, and using a third device on the third attempt a different endotracheal tube was successful. Additional information was received on 17-feb-2016 that states, the two returned samples are the correct tubes reported for medwatch (B)(4). The customer states, this information may have been documented incorrectly as reported but states the endotracheal tubes received are the appropriate tubes returned. No additional information available.